Manufacturer narrative:
Lifescan has requested the return of the subject meter, but has not yet received it.

Event description:
The patient contacted lifescan and reported that her one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). Medical affairs specialist called and left a message for the patient. A letter will be sent since there was no response. During troubleshooting, it was verified that this was not a new product and that it was previously set in the correct unit of measurement. The patient reported that she did not recently change the units of measurements in the meter settings. She was treated with glucose by a medical professional. However, there is no further information regarding this event. It is unk as to how long the meter was in the wrong unit of measurement and if the pt had experienced any symptoms at the time of concern. Her medication regimen and blood glucose results were not provided. Based on the information provided, there is an indication that the product has malfunctioned. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient did not go into the meter settings. However, there is no information to suggest at this time that the pt experienced injury due to the product. This case is reported as a meter malfunction. A replacement meter, control solution, and test strips were sent to the patient.